Manufacturer narrative:
Result: damaged siderail panels with exposed sharp edges and vectors.

Event description:
It was reported by service report that the head-end outer siderail panel was broken with exposed sharp edges. No patient involvement or adverse consequences were reported.